Event description:
The customer reported that he was hospitalized due to high blood glucose levels, with a reading of 1017 mg/dl. Troubleshooting was performed, and the insulin pump was programmed with the correct time and date. During troubleshooting, the insulin pump alarmed no delivery. The customer stated that the insulin pump has alarmed no delivery multiple times. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.